Manufacturer narrative:
Bd technical support troubleshooting with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient received too much medication. The event involved an infusion of heparin sodium 25,000 units/500ml via pump module. The infusion was programmed from the guardrails drug library - heparin units/kg/hr displayed as ml/hr. The infusion was started on (B)(6) 2021 at 1303 and on (B)(6) 2021 at 0240, it was noticed that the heparin was infusing at 16.99 units/kg/hr instead of the ordered rate of 9 units/kg/hr. There was patient involvement but no harm.